Event description:
Info received indicates the right foot siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch was seized from silver nitrate being poured on the siderail. The tech cleaned and lubricated the siderail latch to repair the bed.